Event description:
Comparison of troponin t median values for six external proficiency survey samples between two different lot numbers of troponin t reagent. One survey set tested in february gave the following results which are calculated median results. #1, initial result gave 0.90 ng/ml; repeat gave 1.09 ng/ml. #2, initial result gave 0.17 ng/ml; repeat gave 0.22 ng/ml. #3, initial result gave 0.070 ng/ml; repeat gave 0.106 ng/ml. Second set tested in march gave the following calculated median results: #4, initial result gave 0.04 ng/ml; repeat gave 0.06 ng/ml. #5, initial result gave 0.100 ng/ml; repeat gave 0.134 ng/ml. #6, initial result gave 0.173 ng/ml; repeat gave 0.22 ng/ml. If additional information is received, appropriate notification will be provided.